Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1st inr = 1.3, 2nd inr = 2.8, 3rd inr = 2.9. Nurse didn't have any pt info.

Manufacturer narrative:
Investigation pending.